Event description:
Emg electrodes provided by nu-vasive to be used in conjunction with the nuvasive neurovision monitoring sys were applied in accordance with nu-vasive guidelines to obtain proper impedance at each electrode site. A total of 10 gel filled emg electrode pads were applied at proper surface skin sites on legs, left hip and back. The site of the left hip showed the most redness and swelling of the 10 sites, and also had an area that appeared to be eroded or pitted upon removal of electrode at end of case. Photos taken of site and rep for nu-vasive was advised of situation.